Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Item # 141232, lot # j6094387. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05512. This complaint was confirmed based on radiographs that were provided, and reviewed by a health care professional. Images show evidence of implant disassembly with loosening of the locking bar mechanism. Visual examination of the returned locking bar identified surface scratches and nicks. The locking bar was submitted for further analysis. The identified contact marks appear to stop short of the locking bar clasp's fully engaged position and the locking bar clasp show little visible evidence that the clasp had locked into place against the medical tibial lug. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: item # 189040 lot # 017890. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04318.

Event description:
It was reported that a patient was revised but to implant migration approximately two months post implantation. The locking bar and articulating surface had migrated causing the patient pain. No additional patient consequences were reported. Attempts have been made and no further information has been provided.